Manufacturer narrative:
A1 patient identifier - complete sample ID's are (B)(6). The field service representative (fsr) inspected the alinity c processing module serial number (B)(6) due to falsely elevated magnesium observed by the customer. The fsr performed troubleshooting, cleaned multiple parts, and determined the cleaning and adjustment of nozzle, #2 and #3 (rohs) resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. A review of tracking and trending was performed for the nozzle, #2 and #3 (rohs) and the product monitoring review scorecard was reviewed and found no similar issues related to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the nozzle, #2 and #3 (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or nozzle, #2 and #3 (rohs) was identified.

Event description:
The customer observed a falsely elevated magnesium result generated from an alinity c processing module on 23 jun 2023 and provided the following data for 1 patient. (Reference range: 1.6 to 2.6 mg/dl) sample ID (B)(6) initial result was 6.61, repeat results were 1.98 and 2.0. Additional information provided by the customer: on 27 jun 2023, sample ID (B)(6) magnesium result was 2.99. On 28 jun 2023 the sample was tested again and obtained the the following results >9.5 and 1.98. The discrepant result was not reported to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
See sections a1 patient identifier and b5 for additional information. A1 patient identifier - complete sample ID's are (B)(6).

Event description:
The customer observed a falsely elevated magnesium result generated from an alinity c processing module on (B)(6) 2023 and provided the following data for 1 patient. (Reference range: 1.6 to 2.6 mg/dl) sample ID (B)(6) initial result was 6.61, repeat results were 1.98 and 2.0. Additional information provided by the customer: on (B)(6) 2023, sample ID (B)(6) magnesium result was 2.99. On (B)(6) 2023 the sample was tested again and obtained the following results >9.5 and 1.98. The discrepant result was not reported to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
E1 phone - complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated from an alinity c processing module on (B)(6) 2023 and provided the following data for 1 patient. (Reference range: 1.6 to 2.6 mg/dl) sample ID initial result was 6.61, repeat results were 1.98 and 2.0. The discrepant result was not reported to the medical provider. There was no reported impact to patient management.